Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer administered too much insulin via bolus. The customer's blood glucose (bg) level subsequently decreased to "low"; although specific value was not provided. Customer¿s roommate brought rootbeer to consume to address bg. Reportedly, the customer has been experiencing "lots of falls." Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.